Event description:
It was reported that after a non-device related procedure wherein there was a suspected use of electrocautery, the patients ipg would not hold a charge and was likely damaged. The patient underwent an ipg replacement procedure and fully recovered postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was charged fully from its hibernation and regained its functionality after being charged. The battery depletion rate is within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Manufacturer narrative:
Exact date unknown, event occurred in 2019.

Event description:
It was reported that after a non-device related procedure wherein there was a suspected use of electrocautery, the patients ipg would not hold a charge and was likely damaged. The patient underwent an ipg replacement procedure and fully recovered postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.